Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. There were no holes noted in the seal plugs and the setscrews moved freely. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant due to high out of range right ventricular (rv) lead shock and pacing impedance measurements. Another ICD was successfully implanted, with all electrical measurements within normal limits. No adverse patient effects were reported. This ICD was returned for laboratory analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was an attempted implant due to high out of range right ventricular (rv) lead shock and pacing impedance measurements. Another ICD was successfully implanted, with all electrical measurements within normal limits. No adverse patient effects were reported. This ICD is expected to be returned for laboratory analysis.